Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: endocatch bag and specimen were removed from patient in tact. The surgeon then reinserted the scope into the abdomen to check for hemostasis. It was then discovered that a piece of plastic resembling the material of the endocatch bag was inside the patient. The surgeon removed the piece of plastic with graspers. The surgeon then rechecked the abdominal cavity and nothing further was found, and he continued to close and end the procedure.